Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to recurrent prosthesis dislocation. The cup and liner are not microport products. Product not revised: profemur® 135mm stem, ppw38007, lot: t0194911x1. "Profemur® r" grit blasted, ppw38061, lot: u0363212.